Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify one alarm "error #43" the iabp¿s diagnostic error log. It appeared to the fse that the issue was intermittent. To fix the issue, the fse replaced the fiber optic module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(4).

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an "optical sensing module failure" alarm. Loss of pressure waveform. The iabp stopped displaying numbers. The customer had switched pumps to provide therapy to the patient. There were no issues in transitioning the therapy. Customer wanted to make sure the affected iabp was reported. No patient harm, serious injury or adverse event was reported.